Event description:
It was reported that the whole seat fell off the toilet with the child in it. The reporter believes that the seat had been dislodged by the previous student and so was not properly locked in place. The child was not hurt.

Manufacturer narrative:
We understand that the seat was not properly attached to the mounting bar. The product guide states: "warning. To prevent falls or injuries, ensure that both hooks are fully engaged in the sockets of the mounting bar before using the hts."